Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii with pain and local deformation" "slightly lobulated contours" "presence of discrete folds" "change in usual architecture, due to surgical manipulation" "sparse benign calcifications" "hyperdense image next to the lower contour of the left implant, which may correspond to free silicone"". Device remains implanted. This record is for the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified the service was seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.6b., h.6.